Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
It was reported the implant dropped on floor during procedure. Tooth #4. No surgical/medical intervention required for permanent damage. No additional appointment. No other implant was placed to finish the procedure.